Event description:
It was reported that a symptomatic patient presented to the clinic with noticeable arm stimulation, twitching. The atrial lead exhibited high impedance in the unipolar configuration. Noise was noted with isometrics. The atrial polarity was changed to bipolar and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.